Manufacturer narrative:
Batch review performed on 6 march 2025: lot 2246169: (B)(6) items manufactured and released on 03/05/2023. Expiration date: 15/04/2028. No anomalies found related to the problem. To date, (B)(6) items of the same lot have been sold with no similar reported event during the period of review. Additional implant involved, batch review performed on 6 march 2025: reverse shoulder system 04.01.0206 lat. Glenosphere 32xø24.5 (k193175) lot 2003790a: (B)(6) items manufactured and released on 27/01/2021. Expiration date: 18/01/2026. No anomalies found related to the problem. To date, (B)(6) items of the same lot have been sold with no similar reported event during the period of review. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
The patient came in reporting pain due to a dislocation of the liner for the glenosphere. About 1 month after the surgery, the surgeon revised the diaphysis, liner and metaphysis. The surgery was completed successfully.